Manufacturer narrative:
(B)(4). Method: the complaint rt134 non-heated adult breathing circuit was returned to fph in (B)(4) where it was pressure tested for the reported leak and was subsequently submerged in a water bath to identify the source of the leak. Results: pressure test revealed that the returned breathing circuit was out of specification. The water bath identified that the leak was located between the water trap bowl and lid. The water trap consists of two parts where the lower part can be removed during use for draining water. A lot check could not be performed as a lot number was not provided. Conclusion: the leak was caused by a failure in the seal between the water trap lid and bowl of the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt134 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt134 non-heated adult breathing circuit did not pass the servo ventilator leak test. They further reported an air leak from the water trap. This was found prior to patient use.